Event description:
Ous MDR - the day after implantation, the ventricular lead did not pace the ventricle. When the lead was examined under x-ray scope, we realized the lead position has changed. The lead was repositioned, but a few days later the position of the lead has changed again. During the second repositioning, physician fixated the lead by extending the screw via turning the mechanism for about 15-20 turns. Under the scope image, the helix was observed to be turned out 2.5 turns. But after a few minutes, the screwing mechanism was seen in the scope image as retracted back about 1.5 turns. The physician completely retracted the lead by turning the mechanism back and extending again. After second fixation attempt, the lead retracted back again. At that time it was decided it would be best to explant this lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Further analysis did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.